Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by drain pain and cloudy effluent. On an unknown date during the same month as receipt of this report, the patient was treated with intraperitoneal (ip) cefazolin 1.5 gm for 10 days (frequency not reported) and ip ceftazidime for 10 days (dose and frequency were unknown).the cause of the peritonitis was unknown. The patient reported that he had just finished training and had not flushed his tubing. It was reported the patient was not hospitalized for the event. It was reported the patient has not been retrained on aseptic technique. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd897124 and gd896688 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the patient experienced recurrent peritonitis manifested by milky effluent and abdominal pain. The patient was not hospitalized for the event. On (B)(6) 2014 the patient was treated with intraperitoneal (ip) cefazolin 750mg for 2 weeks (frequency not reported) and ip ceftazadime 750mg for 2 weeks (frequency not reported). It was reported the patient was recovered from this recurrent peritonitis event. It was also reported that on (B)(6) 2014, patient received the last pd therapy. Should additional relevant information become available, a supplemental report will be submitted.